Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The other xience alpine referenced is being filed under a separate medwatch reports.

Event description:
It was reported that the procedure was to treat a mildly calcified left anterior descending artery that did not have any tortuosity. A 3.5 x 8 mm xience alpine stent delivery system (sds) was inserted inside an introducer sheath. However, the sheath was kinked; therefore, the sds became stuck. When an attempt was made to advance the sds, the stent shifted and remained on the proximal part of the sds balloon, inside the introducer sheath. All devices were then removed as a single unit. The same issue occurred with a 3.5 x 15 mm xience alpine sds. A new introducer sheath and a new sds were used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The xience alpine eecss, instructions for use (IFU) states: if unusual resistance is felt before the stent exits the guiding cathteter, do not force passage. Resistance may indicate a problem and the use of excessive force may result in stent damage or dislodgement. The IFU deviation may have contributed to the reported unstable stent. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.